Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices battery was not charging or no ac power. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer has a v60 and the battery was not charging. He stated there is no leds illuminated on the front of the unit. He measured the power cord going into the back of the unit and it was good. The rse suggested it could be the power supply, but they were not trained and needs to have a meeting with respironics on this unit before going forward with repair. The customer decided to send the unit into the philips bench for repair. Bench repair diagnosed the unit and found that it did not power on at all. The power indicator light and battery charging light did not illuminate. Bench performed further diagnosis and measured the voltage: no 14.4v battery charging voltage and no 24v main voltage output were present. Based on the findings, the power supply module is defective. Unable to check other functions as the unit is completely non-functional. It has been determined to replace the power supply module and perform a functional test. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
The investigation confirmed an absence of ac power. The power supply was replaced by bench to address the issue, and the device successfully passed the necessary performance verification tests according to philips standards before being returned to service. The investigation has determined that no further action is necessary at this time; however, the complaint file will be reopened should additional information arise.